Event description:
Litigation papers allege pain, difficulty engaging in activities of daily living, further deteriorating of the hip joint, damage to surrounding tissues, will be required to undergo an explantation surgery which will involve significant financial expenses, pain and suffering and physical disfigurement. Update: (B)(6) 2011 - plaintiff fact sheet received with part/lot information.

Event description:
Claim letter received. Claim letter alleges injury to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.